Event description:
The surgeon was performing a laparoscopic procedure and was removing this 5mm trocar when it broke in half and the end piece stayed in the patient. It was easily removed so no patient harm to place.device #1is this a laboratory device or laboratory test?no.